Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the indicator light is not working and monitor shuts off on battery power. There was no report of patient involvement.

Event description:
The customer reported the indicator light is not working and monitor shuts off on battery power. There was no report of patient involvement.